Event description:
Crm received info that this ventricular dextrus lead was exhibiting changes in impedance and sensing measurements. A lead revision was performed and the lead was removed from service and replaced. An explant date was not provided. In 2009, site has informed us that this product has been returned.